Event description:
Pt report's a significant adverse event that happened to them after undergoing a uterine artery embolization by an interventional radiologist -injecting embolic agents through the groin into the uterine artery to block off the blood supply and "kill" the uterine fibroids-. Apparently, pt was "misembolized" and the wrong tissue died. Pt had to be treated as a burn victim. The radiologist said that pt was the only person in the united states that he knows of that this has happened to this degree. He also said "since it was only one case", it did not need to be reported to the FDA or to anybody else. The hosp could not locate pt's records for one of the days pt was there, the day that pt complained that "something is wrong" but somehow pt needs to let other women know of this excruciating, painful and decapacitating complication before they agree to this relatively new procedure.